Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing broke at the quick release and the tubing connector (site connector) broke off the next day. The site location was the patient's thigh/ leg, and the pump was on the opposite side. The infusion set had been used for one day. Further, the infusion sets were stored in a closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.